Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different patient samples collected from the same patient using vitros tsh reagent on a vitros 5600 system, when compared to results obtained from the samples tested at an alternate site. Root cause of the events is unknown; however an unknown interferent, possibly biotin, in the patient samples cannot be ruled out. The unexpected vitros tsh results are isolated to this patient only. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. The investigation found no evidence to suggest that the customer¿s vitros 5600 integrated system or vitros tsh reagent were contributing factors.

Event description:
The customer complained that lower than expected vitros tsh results were obtained from two different patient samples collected from the same patient using vitros tsh reagent on a vitros 5600 system, when compared to results obtained from the samples tested at an alternate site. Sample 1: vitros tsh results: 0.270, 0.252 miu/l vs expected 2.361 miu/l. Sample 2: vitros tsh result: 0.271 miu/l vs expected 2.528 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. Only the result obtained from patient sample 1 was reported outside of the laboratory, however the physician questioned the result and no treatment was given, changed, or withheld. There was no allegation of patient harm as a result of this event. (B)(4)